Event description:
Reporter stated that patient obtained a blood glucose result of 464 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 12 units of regular insulin. Reporter indicated that, 5 hours later, patient was found unresponsive. Reporter stated that patient's blood glucose was tested, using the suspect device, with results of 196 mg/dl and 156 mg/dl (back-to-back). Emergency medical services were reportedly summoned, on patient's behalf, and upon their arrival, 10 minutes later, patient's blood glucose measured 29 mg/dl (on paramedics' blood glucose monitor). Reporter was unable to provide any details of treatment received by paramedics. Patient was reportedly transported to the hospital and given a turkey sandwich and 2 jello cups. No additional blood glucose values were provided. Reporter stated that patient was released from the hospital approximately 7 hours later. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.